Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a shunt was placed and resection performed in a different area in the brain than intended with the brainlab device involved, despite according to the hospital: there was no direct or increased risk to harm a critical structure due to the surgical steps done at the first surgery. There was no harm/negative clinical effect due to this issue (also not due to prolongation of anesthesia of about 30 minutes) . The revision surgery to remove the intended tissue/fluid was completed successfully as intended the same day, with aid of navigation, using the same craniotomy (did not have to be extended), and with no negative clinical effect due to repeat of surgery / anesthesia (50 minutes of surgery / 90 minutes of anesthesia). No further remedial actions were reported necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the shunt placed and resection performed in a different area in the brain than intended with the aid of navigation is: movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces at or after draping during the surgery. Relative movement of the patient's head within the head holder and reference array cannot be compensated by the brainlab cranial navigation system. An additional contributing factor that, to a lesser extent, may have contributed to the reported deviation is: displacement of the brain that may have occurred between the preoperative image data set (patient in supine position) used with navigation and the changed anatomical situation during the procedure, especially since the patient was in a lateral position. This potential shift cannot be recognized or compensated by the navigation, which uses the pre-operative image data for display of instrument positions relative to the patient's anatomy. Apparently the extent of the resulting deviation of the navigation display was not detected by the user (despite acknowledging that the accuracy was less than ideal after the patient was draped and throughout the procedure), before performing the craniotomy and dissection path, with the necessary continued user verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery (on (B)(6) 2020) for lesion drainage (to resect and confirm abscess and culture), located approx. 58 mm in depth and around the left parietal occipital region, with an approximated volume of 2.10 cm³, was performed with the aid of the brainlab navigation software cranial 3.1.4. A preoperative CT scan was acquired 1 day prior to the surgery, a MRI scan was acquired 2 days prior to the surgery, to use with navigation (image fusion had been verified and accepted). A trajectory had been planned using brainlab planning software (iplan). During the procedure the surgeon: positioned the patient in lateral orientation in a non-brainlab head holder and attached the unsterile 4-sphere standard reference array. Performed the initial patient registration on the preoperative CT using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy (incl. Improving the results by acquiring 3 pre-registration/guide points and subsequently additional registration points). Verified the accuracy of the registration using the pointer and accepted the registration to proceed. Used the pointer to determine the dissection path, and marked the entry point on the skin. Draped the patient and exchanged the unsterile reference array for a sterile one. Noted the skin marking has shifted, assumed this to be caused by the drapes pulling, and adjusted the drapes. Verified the accuracy of the registration at available anatomic landmarks, and determined it less than optimal but good enough for this procedure. Performed the craniotomy (2x2.5 cm), observed minimal brain shift, performed a small incision, and questioned accuracy. Proceeded to locate the lesion using the brainlab stylet, but did not find the diseased tissue/fluid (no fluid was released where navigation indicated the target reached). Closed the craniotomy and obtained a post-operative CT scan. The post-operative CT scan confirmed that the lesion was still present, and that the actual resection was performed medial to the region of interest. The deviation at the target point was approximated by the surgeon to be 15 mm. (Data analysis confirmed this range of magnitude and measured approx. 17-18 mm.) The entry point was in the intended location according to the surgeon. (Data analysis suggests a deviation also of the entry point since it did not appear to be in the center of the craniotomy.) The surgeon performed a revision surgery the same day, using the post-operative CT scan for patient registration (using paired point matching), and fusing the CT to the pre-operative data. This surgery was completed successfully as intended. According to the hospital: there was no direct or increased risk to harm a critical structure due to the surgical steps done at the first surgery. There was no harm/negative clinical effect due to this issue (also not due to prolongation of anesthesia of about 30 minutes). The revision surgery to remove the intended tissue/fluid was completed successfully as intended the same day, with aid of navigation, using the same craniotomy (did not have to be extended), and with no negative clinical effect due to repeat of surgery / anesthesia (50 minutes of surgery / 90 minutes of anesthesia). No further remedial actions were reported necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.